Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 276451 (r) side; c18713 (l) side) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy¿ bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: invalid case validated; product information updated; event injury(invalid) changed to: "pelvic pain"; adverse events added to case: "genital bleeding", "psychological trauma". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 276451-rt,c18713-lt,c76451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and low back pain. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and psychological trauma ("psych injury"). The patient was treated with surgery (novasure endometrial ablation and salpingectomy¿ bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: three coils of the metallic rings were seen trailing outside the fallopian tube into the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2021: mr received. Reporter's information added.lot no. Were added.medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding'). In an adult female patient who had essure (batch no. 276451-r-inv,c18713-lt,c76451), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: menometrorrhagia and low back pain. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required). And psychological trauma ("psych injury"). The patient was treated with surgery (novasure endometrial ablation and salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had resolved. And the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: three coils of the metallic rings were seen trailing outside the fallopian tube into the uterine cavity. Lot number reported (276451-r) is not valid. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021, update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. C18713, c76451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and low back pain. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and psychological trauma ("psych injury"). The patient was treated with surgery (novasure endometrial ablation and salpingectomy¿ bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: three coils of the metallic rings were seen trailing outside the fallopian tube into the uterine cavity. Batch no: c18713, production date: 2014-01-30, and expiration date: 2017-01-31. Batch no: c76451, production date: 2014-07-11, and expiration date: 2017-07-31. Lot number reported (276451-rt and c18713-lt) are not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.